Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set tubing detached from where the tubing connects to the quick release. This occurred while the patient was sleeping and the blood glucose level at the time of event was 13 mmol/l. The patient started using the infusion in the evening, 2 days prior to this report. The site location was reported as the patient's leg. The infusions were stored or used at room temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.